Event description:
It was reported that the reservoir of a basal/bolus infusor ruptured. This occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this occurred during filling with three non-baxter drugs and normal saline. The intended fill volume was 100 ml. Evaluation summary: visual inspection identified a ruptured reservoir. Microscopic examination of the reservoir found two markings near the rupture line. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. In order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.